Event description:
It was reported that a patient underwent a gynecological procedure during 2007. During procedure, the motor drive unit bogged down and the lights on the display began flickering. No further info about the event was available. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 11/02/2007; the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will submitted in a supplemental 3500a form.